Event description:
It was reported by the company representative from sweden that the "site noticed issues with ingrowth of driveline, described it as not closing around incision area." The company representative further stated "driveline is flexible and I could move it in the first 5cm of subcutaneous area after exit site." The exit site was described as "not closed or healed but dry." The patient is currently in the intensive care unit since the date of implant due to "other respiratory related reasons." The company representative did not specify how the site was treating this event. The device currently remains implanted therefore it will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The path and method of tunneling the driveline is determined by the implanting surgeon to meet the individual needs of each patient. As such, the IFU does not describe a particular method but does advise to adjust the distance of exit site from costal margin to fit body habitus and prevent rubbing against the costal margin. The IFU provides guidelines on driveline care and immobilization to minimize the risk of infection. Local infection is a known potential risk of using this device and is specified in the IFU. Device still implanted.

Manufacturer narrative:
Additional information received reported that the patient is "was likely receiving antibiotics because he had pneumonia and was still ventilated, with further details not known". No culture results of the driveline site are available. The patient's condition was "general bad condition, ventilated, reacting to speech and commands. This was followed by report that lung capacity decreased continuously and the patient died due to "lung and multi organ failure". With further investigation it was reported that the exact date of death is not available, it was a "complicated case from the beginning" and that there was no report of any pump performance issues contributing to the respiratory problems. No further information available regarding the lung and multi organ failure is available. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events including respiratory dysfunction and multi organ failure have been associated with the use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With review of the available information although a definitive conclusion cannot be made, this patient's comorbidities may have contributed to the reported delayed healing and infection around the driveline exit site which is address in the labeling. Additionally, it appears that the reported post implant complications of respiratory and multi organ failure resulting in death were likely impacted by the patient's condition and comorbidities with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.